Event description:
The facility's biomedical engineering department reported an infusion pump that "did not alarm " for an infiltration. The pump was infusing gentamicin at a rate of 30-40m/hr, via a "buretrol set" to patient when the event occurred. The patient's family member was holding the patient up against their chest and they noticed the patient's hand was swollen white. Reportedly, "the alarm did not go off". The patient was monitored every 15 minutes for 3-4 hours but no medical intervention was required. Reportedly, next day the swelling had gone down and the patient was discharged. The "IV line" was reported to be "new " placed just a few hours before the event had occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, or set up of the infusion device.